Event description:
It was reported to covidien on (B)(4) 2010, that a customer had an issue with a catheter, continuous flow. The customer reports that the trellis catheter and wire broke in half and was left in the body. Physician gained additional popliteal access and an occlusion balloon was placed distal to the trellis device. The device was then fully removed from the body.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.